Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. During evaluation of the instrument, the cse discovered a broken fitting on the sample pump. The cse performed a system decontamination and replaced the sample pump. The cause of the discordant calcium results is unknown, as the samples resulted as expected upon repeat testing on the same instrument prior to service. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer contacted the siemens customer care center (ccc) and stated that discordant, falsely low calcium results were obtained on an advia 2400 instrument. The customer stated that approximately twelve patient samples were affected. No discordant results were reported to the physician(s). The samples were automatically repeated on the same instrument and repeated higher. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant calcium results.